Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a piece described as a round plate from the vessel sealer extend (vse) instrument fell off after surgeon cauterized unspecified tissue. A fragment fell inside the patient and was retrieved during the same procedure which was completed.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed.